Event description:
Report received from the USA stating that the "unit heated up to the point it was smoking." The device was used in surgery. There was no user or patient injury reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and passed all operational specifications. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).